Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 36-year-old female patient who had essure (batch no. C91747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included substance abuse and nulli gravida. Previously administered products included for an unreported indication: celexa, zoloft, robaxin, lexapro, lyrica and cymbalta. Concurrent conditions included overweight, fibromyalgia, depression, slipped cervical disc, kidney stones, endometriosis of ovary, borderline personality disorder, mastopathy, insomnia, post coital bleeding and drug allergy. Concomitant products included buspirone hydrochloride (buspar) and fluoxetine hydrochloride (prozac). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives over entire body"). In december 2014, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / havier and more frequent than normal") and abdominal pain lower ("lower abdominal pain"). In february 2015, the patient experienced weight increased ("weight gain"). In march 2015, the patient experienced headache ("migraines / headache") and migraine ("migraines / headache"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("skin rash"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("hips pain") and abdominal pain ("abdominal pain"). The patient was treated with cetirizine hydrochloride (zyrtec) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea and abdominal pain had resolved, the rash, allergy to metals, depression, urticaria, headache, migraine, weight increased, alopecia, abdominal pain upper, back pain, arthralgia and abdominal pain lower outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "lower abdominal pain, abdominal pain", concomittant drug and condition, historical drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 36-year-old female patient who had essure (batch no. C91747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included obesity, fibromyalgia, depression, slipped cervical disc, kidney stones, endometriosis of ovary, borderline personality disorder, mastopathy and insomnia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("skin rash"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), headache ("migraines / headache"), migraine ("migraines / headache"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain") and arthralgia ("hips pain"). The patient was treated with cetirizine hydrochloride (zyrtec) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, menorrhagia, vaginal haemorrhage, allergy to metals, depression, urticaria, headache, migraine, nausea, dysmenorrhoea, weight increased, alopecia, abdominal pain upper, back pain and arthralgia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 30-mar-2018: events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, psychological or psychiatric problems condition: depression, rashes or skin conditions type: hives, migraines / headaches, nausea,, dysmenorrhea (cramping), pain, fatigue, weight gain, hair loss. Stomach pain, hips pain, back pain were added. Concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 36-year-old female patient who had essure (batch no. C91747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included substance abuse and nulli gravida. Previously administered products included for an unreported indication: celexa, zoloft, robaxin, lexapro, lyrica and cymbalta. Concurrent conditions included overweight, fibromyalgia, depression, slipped cervical disc, kidney stones, endometriosis of ovary, borderline personality disorder, mastopathy, insomnia, post coital bleeding and drug allergy. Concomitant products included buspirone hydrochloride (buspar) and fluoxetine hydrochloride (prozac). In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives over entire body"). On (B)(6)2014, the patient had essure inserted. In december 2014, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / havier and more frequent than normal") and abdominal pain lower ("lower abdominal pain"). In february 2015, the patient experienced weight increased ("weight gain"). In march 2015, the patient experienced headache ("migraines / headache") and migraine ("migraines / headache"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6)2017, 2 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("skin rash"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("hips pain") and abdominal pain ("abdominal pain"). The patient was treated with cetirizine hydrochloride (zyrtec) and surgery (hysterectomy with bilateral salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea and abdominal pain had resolved, the rash, allergy to metals, depression, urticaria, headache, migraine, weight increased, alopecia, abdominal pain upper, back pain, arthralgia and abdominal pain lower outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a 36-year-old female patient who had essure (batch no. C91747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included substance abuse and nulli gravida. Previously administered products included for an unreported indication: celexa, zoloft, robaxin, lexapro, lyrica and cymbalta. Concurrent conditions included overweight, fibromyalgia, depression, slipped cervical disc, kidney stones, endometriosis of ovary, borderline personality disorder, mastopathy, insomnia, post coital bleeding and drug allergy. Concomitant products included buspirone hydrochloride (buspar) and fluoxetine hydrochloride (prozac). In 2014, the patient experienced urticaria ("rashes or skin conditions type: hives over entire body"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / havier and more frequent than normal") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced headache ("migraines / headache") and migraine ("migraines / headache"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("skin rash"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("hips pain") and abdominal pain ("abdominal pain"). The patient was treated with cetirizine hydrochloride (zyrtec) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea and abdominal pain had resolved, the rash, allergy to metals, depression, urticaria, headache, migraine, weight increased, alopecia, abdominal pain upper, back pain, arthralgia and abdominal pain lower outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.